Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext set w/macrobore 2vps y-conn had flow issues. The following information was provided by the initial reporter: it was reported that the clinical staff have not been able to get this y extension to flush.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the clinical staff have not been able to get this y extension to flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 21039822 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21039822 regarding item #20159e.

Event description:
It was reported that ext set w/macrobore 2vps y-conn had flow issues. The following information was provided by the initial reporter: it was reported that the clinical staff have not been able to get this y extension to flush.